Manufacturer narrative:
Continuation of d10: product ID: b35300, lot#serial#: (B)(6), product type: implantable neurostimulator, product ID: neu_unknown_ext, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep). It was reported that the patient (pt) was having implantable neurostimulator (ins) replacement today. The caller states impedance values prior to the ins replacement were good. The caller states impedance values were good when the extensions were placed into the new ins. Rep reported that irrigation of the pocket then was done and after irrigation the values were high across some contact pairs (some/all pairs associated with 1c, 1b, 1a, 0, 3). Caller mentioned a 0 pair having impedance of 15829ohms. The caller states that they attempted to wipe down extension several times, trying suction of the ins ports, tried stimming on the contacts in question. The caller stated, 'sometimes level 0 'clears'' and 'level 3 never 'clears''. The pt is now post-op and caller inquired on what can be done. Agent reviewed. Caller then mentioned that during the procedure the surgeon noticed the extension wire in question was starting to fray and had some inner-material exposure (rep described this as the clear part/sheath that goes into the ins itself). Caller described extensions issues as 'insulation...starting to slip down from area of insertion'.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that this surgeon has had a "bunch" of impedance issues with extensions.

Event description:
Additional information was received from manufacturing representative (rep). Rep clarified that the clear insulation at the end of the extension where it inserts into implantable neurostimulator slipped back and exposed wire coiling. Rep reported that the troubleshooting to resolve high impedances included trying to dry off as it was thought to be a fluid issue. After 15 minutes the values went from 14,000 to 9,000. Rep reported that values never came down all the way. Rep reported that patient said that implantable neurostimulator was needing to be recharged every two days. Rep met with the patient and turned off the contact 1c that the patient was using therapy on and left 1a/b. Healthcare provider told rep that the patient is doing well with therapy now. Rep reported that patient said it was taking 2 hours to charge implant, rep educated the patient on making sure speed was set to 4.

Manufacturer narrative:
Continuation of d10: product ID: b35300, lot#serial#: (B)(6), product type: implantable neurostimulator. Product ID: neu_unknown_ext, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b35300 serial# (B)(6): product type implantable neurostimulator product ID neu_unknown_ext serial# unknown: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). The rep stated that the hcp has had patients with extensions issues.